Event description:
Report received of an unrequested bolus dose delivery. The pump was programmed in the bolus only mode to deliver an unspecified medication of 1mg/ml, 2ml bolus, 15 minute patient lockout, no loading dose, 4 doses/hour. The rn reported that when she inserted the bolus cord into the device, the device began to deliver a bolus dose and the pump alarmed with an error code (bolus cord stuck key). The rn reported that she did not touch any buttons on the device. The rn immediately turned the device off and disconnected it from the pt. There was no reported adverse effect to the pt. No medical interventions were required for the pt. The pump was replaced and therapy was continued.